Manufacturer narrative:
Per customer, qc was within specifications prior to the event. The specimens were collected in green top tubes. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed: diagnostic, accu tni precision, and qc testing; all results passed within specifications. The fse discussed proper sample handling techniques with the customer. The fse verified instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 11.17ng/ml was obtained. The result was reported and questioned. A fresh sample was collected from the patient and tested for accu tni and result was lower "<0.03ng/ml". The original sample was then re-tested and the repeated accu tni result was 0.04ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.